Event description:
It was reported when using the bd vacutainer® edta 2k customer found foreign matter embedded at the bottom of the tube. The following information was provided by the initial reporter. The customer stated: this report is about white embedded fm. The bottom of the tube embedded fm. The same event occured before as well.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter (fm) was observed. Fm was observed embedded in the sidewall of the tube. Embedded fm is isolated from any specimen and therefore considered a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm.